Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the guidewire returned inside of a protective hoop together with its original opened pouch. The guidewire was easily removed from the protective hoop. The device has the body kinked approximately at 93 cm, 149.5 cm and 193 cm from the proximal end. The guidewire distal tip was bent. During the inspection, it was noted that the proximal end of the polymer tip was folded on itself; the folded section measured approximately 0.5 cm. The overall length was within specification. The outer diameter of the distal tip, middle of the device, and proximal section are within specification. No more damages were found in the device.

Event description:
Reportable based on device analysis completed on 28apr2020. It was reported that tracking difficulties were encountered and guidewire was kinked. The 75% stenosed target lesion was located in the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, the delivery of the balloon encountered difficulties and the device was kinked. The procedure was completed with another of same device. No patient complications nor injuries were reported. However, returned device analysis revealed guidewire coating peeled/sheared.